Event description:
The user facility reported that the runthrough wire broke off while placing the onyx stent in the right coronary artery (rca). They were unable to snare, so wire was tacked in with stent and left in place. The estimated blood loss was less than 250cc. The patient was in stable condition and the procedure outcome was successful. Additional information 01oct2019. Procedure was a cardiac catheterization. The wire was left in the patient and tacked in with an oynx stent.